Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. The cylinders and the pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had a hole in the proximal end of the cylinder from sharp instrument. The first cylinder had wear at fold in the proximal end and distal end of the cylinder. The second cylinder had a hole in the outer sleeve in the proximal end of the cylinder from sharp instrument. The second cylinder had wear at fold in the proximal end and distal end of the cylinder. The leakage test revealed that the first cylinder had a leak from sharp instrument in the proximal end of the cylinder. The second cylinder passed the leakage test. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump had sharp instrument damage to the pump bulb causing it to leak. The leakage test revealed that the pump had a leak from sharp instrument damage to bulb. The pump was not able to be functionally tested due to the hole in the pump bulb. Based on the information available and analysis results, the sharp instrument damage found on the device is considered a secondary failure, so the allegations of hole/perforation and a mechanical issue are unable to be confirmed. Therefore, a conclusion code of cause not established was assigned to this investigation. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. The cylinders and the pump were removed and replaced. No patient complications were reported.